Manufacturer narrative:
The reported event of a product quality problem was not confirmed. The device was received from the field with battery voltage above the elective replacement level. Session record showed that the device had exited shipped setting 36 weeks prior to the analysis date, and the status bar display is consistent with the battery usage after the device exited shipped setting. Further analysis performed indicated normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during an attempt to set the implantable cardiac monitor (icm) up before an implant procedure, it was noted that the device was showing approximately 80% of remaining battery life. It was noted that the icm had been interrogated and set up to monitor on (B)(6)2022 and had therefore been actively monitoring while in it's packaging leading to the less than full battery status. The icm was not used. There was no patient involvement.